Event description:
The 2-port manifold (2c6920) not secure enough at the site near the pt; first noticed when the tubing became disconnected from the IV catheter and there was blood in the bed. This has happened on a number of pts. The 2-port manifold is connected to y-type blood/ solution set -2c6757s- and used routinely in labor and delivery and operating room.